Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The battery life decreased from 7% to 4% in 2 months. A request was made to have data from this device analyzed. At this time, data analysis has not been performed. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The battery life decreased from 7% to 4% in 2 months. A request was made to have data from this device analyzed. At this time, data analysis has not been performed. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The battery life decreased from 7% to 4% in 2 months. A request was made to have data from this device analyzed. At this time, data analysis has not been performed. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
H6 coded added: a0908.